Manufacturer narrative:
Other text: additional information is provided in d.10., h.2., h.3., and h.6. One device was returned for investigation. Functional testing confirmed that the device had continuous flow and no cycling operation. The cause of this event was the momentary valve assembly was stuck and did not operate. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number:(B)(4).

Event description:
It was reported that the device does not ventilate. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.